Manufacturer narrative:
The product is available for evaluation. It is yet to be received.

Event description:
The customer reported there was leakage of cytotoxic drugs during an infusion from the filter of a primary plum set. There was patient involvement, loss of product, and contamination of personnel and the environment, but no medical intervention reported.

Manufacturer narrative:
One (1) used list# 140099290. Ls, pri plm set, 15 mcn flt st ch, clv sec prt, 0.2 mcn flt, clv y-ste, pe lnd lt rs tb, dis mr tb, sl, 272 cm. Lot# 936455h, one(1) used extension set unknown manufacturer, one (1) used bag 100 ml glucose fresenius 5% manufacturer freeflex were received on 8/20/2019 for testing. The complaint of leakage on the returned set could be confirmed. The product was tested per product specification. There was a leak observed from the inlet filter. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material during use. The lot history was reviewed and there were no nonconformances that would have contributed to the reported complaint. Date returned to MFR is 8/20/2019.